Event description:
Pt fell last november, sustained a left femoral neck fracture. They were treated with an endoprosthetic replacement. They have not done well since that time. X-rays revealed a cemented monoblock endo in the femur with cement in the socket and so the prosthesis is riding on the cement. They failed with conservative treatment. They were admitted for exploration of left hip followed by removal of cement from acetabulum and conversion to total hip arthroplasty.